Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver displayed err67. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged usb connector. The receiver data log could not downloaded because of the damage connector. The reported event of an error icon display was undetermined. A root cause could not be determined.